Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to burn on light guide lens, illumination is uneven. Air/water cylinder has foreign objects. Light guide lens has foreign objects. The most probable cause of the complaint is cause not established, the findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited lg lens has foreign objects, illumination is uneven; due to burn on lg lens and air/water cylinder has foreign objects. There was no patient involvement.